Event description:
It was reported that the patient presented for revision of the right ventricular lead due to fracture and possible over-sensing. The lead was capped on (B)(6) 2024. No further information was available.